Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at near the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.